Event description:
It was reported after reviewing x-rays post implant it was difficult to judge whether there had been a cranial lead migration or not. They were under the impression that their lead which was on the left side of midline with the tip at t9/10 had moved upward and appeared to be at the lower third of t7. An additional x-ray review a month later confirmed the patient would return for system modification. The patient was planned for a surgical intervention to pull down the existing lead. The event was related to the lead and was ongoing. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported the result of the of the x-ray indicated abnormal, the lead had moved. The patient was listed for sysmods on (B)(6) 2015. The lead was explanted and replaced on (B)(6) 2014 and it was disposed of according to biohazard instructions. The neurostimulator was repositioned cranially on (B)(6) 2015. Outcome was resolved without sequelae.

Manufacturer narrative:
Product ID 977a275, lot# 0208575130, implanted: 2014 (B)(6); product type lead product ID 977a275, lot# 0208575130, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the lead was actually explanted/replaced on (B)(6) 2015.